Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint as the temperatures during production and quality testing did not exceeded pds-8019 requirement. The returned attachment was tested by manufacturing personnel and met all production specifications. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 40.9°c and 43.1°c under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Bur end bearing outer race was stuck inside the head cavity. Both bearing retainers looked good with no evidence of wear. Head cavity looked good with only minor debris. Cap cavity looked slightly dry. Some spots of corrosion were seen on the both inner races and drive dog assembly. Contact was also seen between cap button and pusher. It is possible that the contact between these two components at high rotational speed led to the head overheating reported in the complaint but that couldn't be verity through testing.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a dental assistant's hand. There was intervention required.